Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was changing her reservoir to fill everything back up and then insulin was shooting out of the tubing. Customer stated that she is disconnected from the pump. Customer's blood glucose was 255 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process and she is stuck in the rewind complete/bolus delivery loop. Customer stated that the drive support cap was sticking out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.